Manufacturer narrative:
The complaint of a damaged q-syte connector was confirmed and the cause appeared to be manufacturing related. One photograph and one q-syte connector were provided for investigation, which showed deformation in the male luer stem and on a portion of the threads. The damage appeared to be associated with the manufacturing/molding process and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
Hospital reported a broken connector at connection resulting in fluid leakage, quantity 1.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.